Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had been experiencing high blood glucose for the days prior to the report. He stated that the blood glucose readings ranged from 300 mg/dl to over 600 mg/dl. At the time of the report, the blood glucose reading was 80 mg/dl. Customer treated with manual injections. He stated that the drive support cap appeared to be normal and recessed. Customer found no air bubbles int he tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit from the tubing. The settings were correctly programmed in the insulin pump. Customer stated that the cannula was not bent or occluded and that the site was not sore or irritated. Nothing further was reported.